Event description:
It was reported that there were concerns if this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that there appears to be loc on the presenting electrogram (egm). Ts also stated the left ventricular autothreshold (lvat) test was suspended due to fusion events. Ts suggested in-office evaluation of the lv lead. The health care professional (hcp) agreed. The lead remains in use. No adverse patient effects were reported.